Manufacturer narrative:
Review of event description: it was reported that the patient underwent a total hip replacement on (B)(6) 2010. After 10 years in vivo the patient started to experience pain, which led to revision surgery on (B)(6) 2020 due to aseptic loosening of the acetabular component. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - implantation report, dated (B)(6) 2010: diagnosis: degenerative arthritis, right hip status post legg-calve perthes disease treatment: right total hip replacement. Findings: severe femoral and acetabular arthrosis, significant erosion, and deformity of the femoral head and acetabulum. Final bone quality is good. Leg length gain is approx. 12 mm. - revision report, dated (B)(6) 2020: diagnosis: failed right total hip replacement treatment: revision of right total hip replacement. Indication: a 40-year old male patient had a total hip replacement. The patient had done well for many years, but has started developing pain recently. Radiographically, there was aseptic loosening of the acetabular component. Findings: aseptic loosening of the acetabular component. No significant bone ingrowth. Bone quality was good. The femoral stem was well fixed and well aligned. - patient data: male, born (B)(6) 1980. Product evaluation: - no product was returned; therefore, a product evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr: no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient underwent a total hip replacement on (B)(6) 2010. After 10 years in vivo the patient started to experience pain, which led to revision surgery on (B)(6) 2020 due to aseptic loosening of the acetabular component. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the provided revision report, the reported aseptic loosening of the acetabular component can be confirmed. Nevertheless, based on the given information, no cause for the aseptic loosening could be found. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Concomitant medical products : modular femoral stem press-fit plasma sprayed cementless size 10; item# 00771301000; lot# 61550289. Metasulldh, head, 44, code j, taper 18/20; item# 0100181440; lot# 2537809. Metasul ldh head adapter, m, 0, taper 12/14-18/20; item# 0100185146; lot# 2562502. Modular neck s 12/14 neck taper use with +0 heads only; item# 00784800300; lot# 61273390. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision surgery due to pain and loosening.